Event description:
In 2006, this pt presented with a thoracoabdominal aortic aneurysm and was implanted with three gore tag thoracic endoprostheses. The pt tolerated the procedure well. Postoperatively, the pt was noted to have lower extremity weakness and paraparesis. A spinal drain was placed and the lower extremity weakness improved. The pt developed multisystem organ dysfunction, acute-on-chronic renal insufficiency, severe exacerbation of chronic obstructive pulmonary disease (copd), atrial fibrillation and atrial flutter, and delirium. The pt received pulmonary critical care and a prednisone taper to treat the copd. The organ system failure resolved and the pt was released to an unk skilled nursing facility the following month. Approx two months later, the pt expired. After further investigation, the cause of death is unk.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other related devices implanted. Tg3420 and tg3415.